Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.